Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-10557. It was reported (B)(6) one of the patient's leads exhibited high impedances. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace the affected lead. Stimulation was restored following the procedure.